Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that a bd ultra fine¿ pen needles had . The following was reported, "material no: 320122, batch no: (reported 8100791) unknown. It was reported that the consumer encountered that nothing comes from the pen needle when he pushes on his skin. Verbatim: consume reported nothing comes from the pen needle when he pushes on his skin. Every other needle he uses has this problem. He doesn't priming each time of his injection. He does rotate the injection sight. He uses new needle each time. Sample discarded. Lot# 8100791; expiration date- 2020-04-30; item # 320122. It has happened in the past, information not available. Offered to send a voucher."